Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a malfunction of the ventilator's graphic user interface. The ventilator was not on a patient at the time of the event.